Event description:
The tech alleged the brake casters would lock and hold but the brake caster would rotate in a circle. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters to resolve the issue.